Manufacturer narrative:
(B)(4). The device was not returned; however, a companion sample was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection wsa performed with no issues noted. Functional testing was performed including leak testing, clamp function test and device to device interaction testing. There were no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette leaked from a hole. This was noted during priming of peritoneal dialysis. It was unknown whether the patient connected following the event. There was no patient injury or medical intervention reported. No additional information is available.